Event description:
Information received indicates the contegra valved conduit was returned for analysis after 58 months implant duration; the pt was 11 months old at the time of implant. No reason for explant has been reported and no product problem was indicated. The device was replaced with no additional pt complication reported.